Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the returned sample revealed that occipital-pl 4.5/5 lat w/50 ti was observed broken in two parts. Both fragments were observed in the visual evidence provided. No other issue was identified. Oc fusion system surgical technique use the bending pliers for contouring the plate to fit the anatomy. They can be used across any section of the plate including the area lateral of the rod attachment bodies. Precautions: extreme bending over the rod attachment body travel slot will limit the amount of medial/lateral adjustment in the rod attachment body. Extreme bending over the screw holes will limit the ability to insert the screw properly. Warning: reverse bending of the plates should not be attempted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for occipital-pl 4.5/5 lat w/50 ti. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part:04.161.011. Lot no:l858342. Release to warehouse date: 09 april, 2018. Manufacturing site: werk mezzovico. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that occipital-pl 4.5/5 lat w/50 ti was occipital-pl 4.5/5 lat w/50 ti was broken in two. Both fragments were returned. A dimensional inspection was not performed since it was not applicable to the complaint condition. Oc fusion system surgical technique: use the bending pliers for contouring the plate to fit the anatomy. They can be used across any section of the plate including the area lateral of the rod attachment bodies. Precautions: extreme bending over the rod attachment body travel slot will limit the amount of medial/lateral adjustment in the rod attachment body. Extreme bending over the screw holes will limit the ability to insert the screw properly. Warning: reverse bending of the plates should not be attempted. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the occipital-pl 4.5/5 lat w/50 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:04.161.011 lot no:l858342 release to warehouse date: 09 april, 2018 manufacturing site: werk mezzovico. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from india reports an event as follows: it was reported that during an occipital and posterior cervical fixation on (B)(6), 2023, a plate broke down the center while being contoured. Another plate was available for use. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a ti occipital plate lateral wedge/50mm width. This is report 1 of 1 for (B)(4).